Event description:
5mm trocar utilized for a laparoscopic surgical procedure, was observed by the surgeon that the end of the trocar tip chipped off in the patient. The surgeon looked for a possible foreign body, however they were unable to locate any foreign body.